Event description:
Extension set - microbore tubing for medication administration cracked at connection site. During patient handoff, blood was backing up at uvc site. Microbore tubing noted to be cracked and leaking. No injury noted.